Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: unknown, batch: 3410881.

Event description:
It was reported that one of the patient's leads had high impedances. As a result, the patient's lead was replaced and effective therapy was established. Investigation was unable to determine which lead had high impedance.